Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for a routine device check, no sensing and no capture issue was observed on the ra lead. Upon programming changes patient experienced muscle pocket stimulation but patient was asymptomatic otherwise. Upon chest x-ray review lead fracture crushed by the sub-clavian issue was observed on the lead. Lead was capped on (B)(6) 2017. The plan is to implant a dual chamber system in the future. Procedure was successful.

Event description:
New information received: high lead impedance issue was observed on the ra lead. Patient reported to the physician that during the previous lead capped surgery the subclavian vein was torn by the atrial lead. Lead was capped on (B)(6) 2017 and a new lead was implanted along with a new device system. Patient was stable prior, during and post procedure.